Manufacturer narrative:
(B)(4). Visual examination of the returned product found that it exhibits signs of use (scuffs, scratches) and both of the bearings and springs are disassembled / missing and were not returned. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. This device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp shim was returned disassembled. Attempts to obtain additional information have been made; however, no more information is available.